Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Event description:
It was reported that the ventilator had an alarm light emitting diode (led) failed alarm. The reported issue occurred when powering on the unit to be used on a patient. It was reported that the alarm cleared when the reset button was pressed and it was used on the patient with no issues or delay to therapy.